Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the basic occlusion, prime and displacement tests. The excessive no delivery alarm test could not be performed due to motor error alarms. The device also had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during fixed prime and then motor error. The blood glucose at the time of the incident was 122 mg/dl. He stated that he went through 3 infusion sets and the alarms kept happening. Troubleshooting was performed and found that, the device was not exposed to a magnetic field and the drive support cap was recessed. The customer received another motor error during rewind. The device was returned for analysis.